Event description:
Home patient (hp) reports leak from hole in pt line tubing of homechoice set, in dwell 1/3 of apd therapy. Hp reports they ended treatment and restarted with new supplies with assistance from baxter technician. No pt injury or medical intervention required per hp.